Event description:
It was reported that prior to the implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to patient calcification. Following placement of the valve, the valve dislodged due to interaction with the nosecone of the delivery catheter system (dcs) while attempting to withdraw the dcs. As a result of the valve embolizing, the patient suffered a left bundle branch block (lbbb). Subsequently, new valve was successfully implanted into the patient. It was noted that a 15 minute procedural delay occurred as a result. Additional information was received that 1 day following the implant of the valve, the patient experienced right upper extremity weakness and dysphagia. A computed tomography (CT) scan was performed that revealed a stroke.

Manufacturer narrative:
Continuation of d10: product ID {evfxplus-29}; product lot/serial number {(B)(6)}; product type: {0195-heart valves}; implant date {(B)(6) 2026}; explant date {n/a} product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data: d4. Unique identifier number was added as it was omitted from previous reports. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b2. B5. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to patient calcification. Following placement of the valve, the valve dislodged due to interaction with the nosecone of the delivery catheter system (dcs) while attempting to withdraw the dcs. As a result of the valve embolizing, the patient suffered a left bundle branch block (lbbb). Subsequently, new valve was successfully implanted into the patient. It was noted that a 15 minute procedural delay occurred as a result. Additional information was received that 1 day following the implant of the valve, the patient experienced right upper extremity weakness and dysphagia. A computed tomography (CT) scan was performed that revealed a stroke. Additional information was received that the second valve implanted was a medtronic valve. The stroke was confirmed via CT scan. The patient received tissue plasminogen activator (tpa) as treatment, and was discharged to rehabilitation. Per the physician, the stroke was not related to the first valve; however, it was unknown whether the stroke was related to first delivery catheter system (dcs) or second valve.